Event description:
The manufacturer received information alleging the pressure sensors calibration test steps had failed when performed on a trilogy 100 device. The device was not in use on a patient at the time of the occurrence. The trilogy 100 device was evaluated at the manufacturer service center for evaluation. During the evaluation it was noted that the devices active exhalation control module (aecm) had failed causing the pressure sensor test steps to fail on the device. In conclusion, the device's aecm was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the interface printed circuit assembly (pca) board was replaced for the nurse call test step failing on device. This was unrelated to the reportable issue. The rubber feet were replaced for missing on the device, which was unrelated to the reportable issue. The handle and front overlay case were replaced for physical damage unrelated to the reportable issue.